Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod did not move during a rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
=Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: a review of the pump history showed dates from (B)(6) 2013 to (B)(6) 2013 with no information found on the event date of 10/29/2013 regarding a rewind issue. During testing, the pump performed rewind, load, and prime steps with no alarms occurring. The pump was exercised for (B)(4) hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened to inspect the motor assembly and the internal motor was found to be functioning properly. There were no visible signs of corrosion observed. The complaint of the pump not performing the rewind step was not able to be duplicated during investigation. No defects were found.